Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found the downstream occlusion seal. Review of the event history log (ehl) showed error code 43633. The cause of the reported issue was due to a printed wiring assembly board (pwa). As a result, the printed wiring assembly board and the downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not work as intended. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, and no patient injury was reported.